Event description:
Ous MDR - it was reported that after an implantation period of 100 months atrial oversensing which led to pacing inhibition with greater than two seconds of asystole was reported. Biotronik has no information about the revision of the lead. Should any details become available, we will inform you accordingly. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46 cm proximal to the lead tip. Only the distal lead fragment was received for analysis and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 14.5 cm proximal to the lead tip the insulation was found rubbed through which can be considered as the root cause for the observed noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue in combination with a relatively long service time of more than 8.5 years might have been contributory. Further damages most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.